Event description:
Treatment of an avm. It was reported that at the end of the procedure, the catheter separated at approximately 45cm from the distal tip during removal. The broken segment remained in the patient. No patient injury reported. Same event as MDR# 2029214-2012-00195.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).